Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1732 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 12/13/25. The customer declined to provide additional information regarding the issue.